Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain that has increased over the last 2 years. It was also stated that cup placement was slightly vertical. Cobalt ion level is 6.7, chrome level is 4.7. No pseudotumor or visible metallosis. No relative comorbidities, no falls or traumas.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. There is no new allegation. After review of the medical records for reportability, the patient was revised to address metallosis .revision notes reported of tea-colored fluid, increased synovial fluid, increased synovial tissue, some slight of metallosis at the trunnion head site. The acetabular shell was inspected and found to be stable. Clinical notes reported hip pain, increase cobalt ions levels, soft tissue reaction, and CT scan revealed enlarged lymph nodes. Revision of right total hip arthroplasty with tissue debridement on (B)(6) 2017. Right hip synovitis tissue, femoral head and liner components were removed. It was indicated in the previous report that lab results for metal ions ere below 7(no unit provided

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pinnacle litigation record received. Litigation alleges friction and wear between the cobalt-chromium metal head and cobalt-chromium metal ions in the blood and tissue. Plaintiff experienced severe pain, discomfort and inflammation.